Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The investigation for the optical signal issue has been completed. No data logs were returned. Pump returned and psnr was reproduced. Pump passed laser continuity test. Uson test showed psnr alarm and raw optical reading in the -250 mmhg range during testing. The 5s parameters were all within normal ranges though contrast was slightly low. Sensor face was imaged with no abnormalities. Cavity length was within normal ranges. Without the field data logs and imc logs, the failure cannot be investigated further to determine the issue in the field. The g0 is unable to be checked without the imc logs. The root cause of the optical signal issue was not determined since field data logs were not returned for investigation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella cp support, at the beginning of support, there was an optical sensor failure and the issue persisted until the end of the case. No report of patient harm or injury.